Event description:
The device was used to administer defibrillator energy to the pt two times in succession. With the next charge complete, the operator pushed the shock button, and reportedly, the button would not respond to actuation. An AED that was at the scene was used to administer defibrillator therapy to the pt. The pt was not resuscitated, however, a paramedic at the scene stated that pt outcome was not the result of device operation, due to a lack of pt viability.